Event description:
It was reported that a small volume intermate was observed to have a black mark on the filter. The unit was filled with caspofungin. This was discovered before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured may 30, 2014 - june 4, 2014. Evaluation summary: the device was received for evaluation. Visual inspection and microscopic inspection were performed and revealed no evidence of particulate matter either on the filter or on/in any other parts of the device. The device was found to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.